Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded, discolored. Investigation also revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/12/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: during testing, the display was found to be dim, faded, and discolored. Additionally, evaluation revealed that the keypad cover was torn at the ok button. The contrast keypad button was found to be intermittently unresponsive which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. (B)(6).